Event description:
We received a report that while attempting the implantation of a pcb00 (tecnis itec preloaded 1-piece) intraocular lens (iol), it was noticed that the haptic was cracked which created a sharp edge leading to a capsule tear. The vitreous was not disturbed. The vitreous face was protected with viscoelastic. The intraocular lens implant was extracted and replaced with a new implant which was supported in front of the capsurlorhexis ring. The pupil was consticted with intracameral miochol and was found to be even and round at the end. The viscoelastic was aspirated and two 10-0 ethilon sutures were used to secure the wound. The patient was discharged with antibiotic and steroid eye drops.

Manufacturer narrative:
All pertinent information available to abbott medical optics at the time of this report has been submitted. Placeholder.

Manufacturer narrative:
A review of the manufacturing records was conducted. Results revealed all process operations presented in the manufacturing record were in compliance with manufacturing instructions specifications. All tests results showed a pass condition. No deviation or non-conformance (ncr) related to the customer claim was generated. A review of process manufacturing instructions in our change control system was done during the period when this production order (p/o) was manufactured and does not show any change in the manufacturing method or specifications that could be related for this complaint type. No other investigations requests have been received for this p/o. There is no adverse trend that requires further investigation for the complaint type reported. Based on the manufacturing record review, no deviation or assignable cause was identified for the reported complaint types when this production order was completed. The documentation shows that the production order was manufactured according to specifications. The product met manufacturing release criteria. All pertinent information available to abbott medical optics at the time of this report has been submitted. Placeholder.

Manufacturer narrative:
The intraocular lens was returned to the manufacturer for evaluation. An incomplete intraocular lens was received for evaluation. The inserter was not received. Visual inspection was performed using a microscope at 10x magnification for the lens returned. Inspection revealed that the lens was received with one haptic (with no defects). There was a cut in the optic missing the second haptic and was therefore unable to verify the customer's complaint. All pertinent information available to abbott medical optics at the time of this report has been submitted. Placeholder.

Event description:
Additional information was provided by the customer stating that the crack was at the junction of the optic and leading haptic.

Manufacturer narrative:
(B)(4): this report is being filed on an international product; tecnis itec preloaded 1-piece iol, that has a similar product, tecnis 1-piece iol zmb00, distributed in the us with the PMA p980040.all pertinent information available to the manufacturer has been submitted. Placeholder.